Event description:
During biomed evaluation of infusion pump, biomed technician found pump would not reach occlusion pressure. This type of failure would prevent the patient from receiving meds, if in fact, the system was occluded.